Event description:
IV tech found black particle on plunger part of the 20 ml bd syringe. (Lot number: 2286505). Manufacturer response for 20 ml syringe, (brand not provided) (per site reporter). Materials management emailed rep from bd to obtain rga and RMA.